Event description:
The customer reported the ventilator alarmed and went vent inop. The customer reported the device was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturers service technician reported the device would power on via ac power but would shut down when switched to battery power. The service technician found the device external battery and backup battery depleted. Review of the device diagnostic log in the ventilator log noted a vent inop occurrence and subsequent restart occurence. The service technician replaced the backup battery to address the findings. The customer declined replacement of the external battery due to cost. Applicable final testing was completed and passed to operating specifications.